Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic and non-dependent patient presented in clinic for device check. Upon interrogation, the implantable cardioverter defibrillator exhibited loss of capture on the left ventricular channel. During the procedure, the left ventricular lead exhibited appropriate capture when tested with the pacemaker system analyzer. When attached to the device no output was noted on the left ventricular channel. The device was explanted and replaced. The lead exhibited appropriate capture thresholds when connected to the new device. The patient¿s condition was stable post procedure.